Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have a defective keypad, and a bad solder connections on j1 connector of ms-11 board and j2 of the system board. A service history record review reveals that this unit was in the field for over ten (10) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the device will intermittently not power on, loses connection with the sensor, and intermittently engages in patient monitoring. No consequences or impact to patient were reported.